Event description:
It was reported the external pulse generator (epg) will not power up, even with a known good battery. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the battery flex and battery contacts were contaminated and corroded. It was also noted that the upper and lower cases were corroded and broken, the battery release, release spring, battery drawer, display and encoder flex were contaminated, the ring and side bail covers and ring and side bails were missing, the heart block, heart wire contacts, main printed circuit board and heart lead flex were wet and contaminated and the lead flex cover was wet and corroded.